Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that an x-ray was taken and the results showed that one of the patients lead contacts appeared to be dislodged. It was also noted that the lead wires were posterior.